Event description:
Caller states that the pt tested 1.6 inr on the coaguchek test system and 3.0 inr on a comparison lab. Coumadin was adjusted based on device result, no adverse event reported. Requested return of suspect test system and replacement was sent. Comparison performed at a medical facility. Coaguchek test system: meter, test strip lot 450a-g16, exp 5/08, cat/3116247.

Manufacturer narrative:
Suspect device: coaguchek test strip.